Event description:
Patient admitted for respiratory failure sent home wearing 4l nc. Called for pm assessment and was told by nephew that pt was found to be unconscious and ems called; CPR initiated. Pt sent to emergency department where she later passed. Current health device did not give any alarms prior to this event.